Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The product was not returned to assist in the investigation. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Manufacturing records were reviewed and no discrepancies were noted. There is no evidence to suggest the product was not manufactured to current specifications. Based upon the limited information a definitive root cause could not be determined. It is feasible that due to patient anatomy, per complaint, may have contributed to the coating coming off the wire guide.

Event description:
During placement of a pta balloon and stent in the mid sfa (superficial femoral artery), the patient had a tortuous anatomy of the iliac arteries. A cross over approach from the left groin over the aortic bifurcation to the right side was attempted, but the flexor sheath could only be advanced for a couple of centimeters in the common iliac artery due to the patient's anatomy. While attempting a re-canalization, the physician experienced friction between the wire guide and the hydrophilic catheter, however passage in the mid sfa occlusion was successful. After exchanging the catheter for a pta balloon, the physician encountered friction again. The physician wanted to remove the pta balloon over the wire, however this led to a lot of friction, causing the physician to loose positioning of the wire. The physician then proceeded to remove both the balloon and the wire. After removal, the physician noticed that part of the coating of the roadrunner uniglide was hanging loose, and looked like it was "scratched off". The physician used a new wire and completed placement of zilver ptx stent without further difficulties. No coating was left behind in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During placement of a pta balloon and stent in the mid sfa (superficial femoral artery), the patient had a tortuous anatomy of the iliac arteries. A cross over approach from the left groin over the aortic bifurcation to the right side was attempted, but the flexor sheath could only be advanced for a couple of centimeters in the common iliac artery due to the patient's anatomy. While attempting a re-canalization, the physician experienced friction between the wire guide and the hydrophilic catheter, however passage in the mid sfa occlusion was successful. After exchanging the catheter for a pta balloon, the physician encountered friction again. The physician wanted to remove the pta balloon over the wire, however this led to a lot of friction, causing the physician to loose positioning of the wire. The physician then proceeded to remove both the balloon and the wire. After removal, the physician noticed that part of the coating of the roadrunner uniglide was hanging loose, and looked like it was "scratched off". The physician used a new wire and completed placement of zilver ptx stent without further difficulties. No coating was left behind in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.